Event description:
The customer originally returned their evis lucera ultrasound gastrovideoscope due to the forceps elevator wire having been completely cut off during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the acoustic lens was also completely cut off. This report is being submitted to capture the cut off acoustic lens noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, part of the wire had been cut. Additionally, the acoustic lens was also cut. Furthermore, the insulation was out of standard due to a break in the lever, the connecting tube was crumpled, and the angulation direction was out of specification as a result of a worn angle-wire. The device was leaking due to wear in the tubing. The charged coupled device unit's lens was polluted. A gap was noted in the adhesive, and multiple points of corrosion were discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer confirmed the event was found during preparation of an unknown procedure. The procedure was completed successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to g3. B5 - updated with customer information received. Correction to g3 of the initial medwatch. The aware date should be 20-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut off acoustic lens likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Visually confirm that there are no cracks, dents, bulges, edges, scratches, protruding metal wires protruding from the inside, protrusions, sags, deformations, bends, foreign objects adhering to the surface, or parts falling off on the entire length of the insertion part including the bend and tip." Olympus will continue to monitor field performance for this device.